Event description:
It was reported that difficulty was encountered when inserting the dilator over the guide wire. The dilator tip became damaged and could not be inserted. As a result a new kit was used. See MDR 3000425876-2014-00065 for the next event with the same patient. There was no delay in treatment; no patient death or complications reported.

Manufacturer narrative:
(B)(4).